Manufacturer narrative:
Product analysis: the stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 2nd-28th distal stent wraps with struts bunched and overlapping. Deformation was evident to the distal tip with it appearing kinked and stretched. The patency test could not be carried out due to stretching on the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal cx artery exhibiting 90% stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device failed to cross the lesion, even with the use of a double wire technique. No patient injury reported. Analysis has shown stent deformation and displacement of the stent on the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.